Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr resolved the issue by performing service on the cuvette washer and aligning the mixers. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the clinical chemistry glucose reagent package insert were reviewed and were found to adequately address the issue of erratic/discrepant results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c8000 analyzer generated discrepant glucose results. An initial result of 165 mg/dl was generated. The sample was repeated with results of 162 and 85 mg/dl generated. The results were not reported and there was no impact to patient management.